Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited lec 1310. No adverse effects were reported.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes bluselect the product was returned 101/870/075cz bluselect 7.5, suctionaid, cuffed. This was visually inspected and appeared on the outside in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received samples. It was found that it is not even possible to inflate cuff as it leaks so badly. Each cuff shall be also tested by customer prior use as per instruction for use as10006183-003 rev. 100, point 11.2: "check the integrity of the cuff and inflation system prior to insertion." Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use as10006183-003 rev. 100, point 7.8: "guard against contact of tube and/or tracheostomy cuff with sharp edges to avoid cuff damage". Complaint is believed to be caused by not following IFU.